Manufacturer narrative:
This report is submitted on 28 april 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to migration of the receiver-stimulator. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 25, 2020.